Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a skin irritation under their breasts. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to keep the area clean and dry and place a bandage on the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.